Event description:
It was reported that on a recent remote monitoring transmission, the lead alert triggered due to high impedances, which later decreased back into normal ranges, if above previous baselines. A high voltage conductor fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. Only a visual analysis was performed. The outer insulation exhibited a cosmetic depression. Performance data was collected from the device and analyzed. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:02. Weekly hv-lead impedance trend data shows an abrupt spike increase for defib and svc defib= 58 to 134 ohms peak between (B)(6) 2011, then returns to a baseline of 59 ohms on (B)(6) 2011.